Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was able to confirm the customer's stated reason for return, that the unit powered off and when started up again it had hangs during information retrieval. It was further noted that there were multiple errors in the update history, the power supply was defective and there was no paper in the paper tray. The power supply was replaced, paper added and software reinstalled to resolve all. The unit passed all final functional and systems tests. (B)(4)

Event description:
It was reported that the programmer powered off. It was further reported that when it was started up again, it had hangs during its information retrieval. The programmer was returned for service. No patient complications have been reported as a result of this event.